Event description:
The patient reported that she was experiencing 01 (cartridge empty) alerts even though her insulin cartridge was full. She stated that her blood glucose levels were elevated between 180-458 mg/dl. The pt indicated that she was not feeling well at the time of the call. During troubleshooting, the patient attempted to reset the device but could not clear the alarm. It was discovered that the battery compartment contained corrosion and the device was missing segments on the display. The pt reported that she had been swimming and bathing with the device for years. The patient was educated to avoid water contact. The patient switched to a different infusion device. In 2007, the pt reported that her blood glucose was better. The product was requested to be returned for evaluation.